Event description:
It was reported by service report that the footboard was broken, and the footboard hinge plate was damaged. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged footboard hinge plate. Other - damaged bottom of the clamshell preventing the footboard to connect to the litter.